Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 37-89 mg/dl. The customer went to the emergency room and was subsequently hospitalized. Reportedly, the continuous glucose monitor values were inaccurately high; however, no further information was available regarding the cause of the low bg. A system check was performed and the pump was found to be functioning as intended. Customer consumed sugar to initially treat the low bg. At the hospital, the customer was treated with glucose 10% in 2 ml, a physiological solution, and glucemosio 10% 50 cc to address bg. Customer was released from the hospital on (B)(6) 2022 with the issue resolved and no permanent damage.